Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal notification that a 57 yo patient, had an initial right knee implanted on (B)(6) 2011, and underwent a revision procedure on (B)(6) 2013 for reasons unknown. No additional information.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.